Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not showing on the bus. The field service engineer reseated the pyibus connection on the matrix controller board to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system the drawer was not showing on the bus. The customer stated that this malfunction occurred while user trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.